Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the machine is not switching on. "Red cross mark found on the small screen". There was no reported patient involvement/adverse patient impact.